Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 380mg/dl. The customer alleged there was an underlying pump issue causing insulin to under delivery. The customer increased their insulin deliveries via bolus deliveries to address their bg level. A system check was performed and the pump performed as intended. Due to the increase in bolus deliveries, the customer overcompensated which led to a low bg level of 60mg/dl. The customer consumed 15 grams of carbohydrates to address the low bg level. Reportedly, the customer continued to use the pump for insulin therapy.